Event description:
It was reported to technical services on (B)(6) 2011, that this lead is oversensing. And they are seeing noise. It was implanted on (B)(6) 1993. The patient is dependent. Suggested isometrics and look for inhibition. Suggested sending me a fax. And they will think about this. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).